Event description:
It was reported the blade tip broke off during use. The caller did not know if the blade broke in the patient or not. The doctor tried to locate the tip by flushing the area with fluid and then suctioning, but there was nothing found. The case proceed with a second instrument. There was no patient consequence. A post operative xray was performed, but the tip could not be located and the customer reported it was inconclusing because of the existing staple lines. The device will be returned.